Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 37 and 48 hours. The patient reported that the cannula was bent and being unsure if it was properly seated in the infusion site (hip/buttocks). Additionally, it was reported that the pod was leaking insulin. As treatment a new pod was applied. The pod has been discarded.